Manufacturer narrative:
The patient was then provided with cold packs, antiseptic creams, and local anesthetics for post treatment care. There was no additional information provided by the initial reporter with regard to patient details or treatment parameters. The device was evaluated by a cynosure technician and found the unit to be operable working within specification. We are unable to determine a root cause for the patient's injury. Burns are expected side effects from laser treatment, but due to the severity of a 3rd degree burn, this is a reportable adverse event.

Event description:
Patient had a 3rd degree burn on the abdomen-flanks area following a laser procedure.